Event description:
It was reported that a pump has an inoperable keypad, the letter "0, 1 and 2" do not work. There was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval is in progress. When the eval is complete a supplemental report will be submitted.